Event description:
The patient contacted baxter's technical service center regarding a system error (se) 2240 (air in set), which occurred on the homechoice (hc) during use during dwell 4 of 4. The patient was connected. The baxter technical service representative (tsr) explained the alarm and helped the patient end therapy. The tsr reviewed the proper procedures per the user manual with the patient, and advised the patient to discard the supplies and finish therapy with manuals supplies. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted a registered nurse (rn) on (B)(6) 2011, regarding the reported se 2240. The rn stated they were not sure if the patient had made the clinic aware of the alarm and that the patient's regular rn was unavailable at that time. The rn stated they did not know if the patient was currently using the cycler as they were in the hospital. No further information could be provided at that time. On (B)(6) 2011, the rn was contacted again. The rn stated the patient was admitted to the hospital the (B)(6) 2011, for the patient complaining about weight loss and a decline in condition. The patient was discharged (B)(6) 2011, and their recovery status was unknown. The patient had transferred to another dialysis facility. The rn stated the patient was continuing peritoneal dialysis therapy. The rn stated the events of weight loss and decline in condition were not related to the peritoneal dialysis therapy. No further information was available.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. Should additional information become available, a follow-up report will be filed.

Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was not confirmed. Based on the information gathered during baxter's investigation, the root cause of the report could not be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.